Manufacturer narrative:
Severe corrosion damage was noted throughout the internal components of the device.

Event description:
The micro sagittal saw was sent in for evaluation due to overheating during an orthopedic procedure. The procedure was completed with a readily available replacement device without any procedure delay; no adverse event was associated with the device.